Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It was determined that the reported failure to advance, material deformation (flared stent) and difficulty removing the device appears to be due to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, mildly calcified, mid circumflex (cx). The 2.5 x 12 mm mini vision stent delivery system (sds) would not cross through an unknown mini vision stent that had been placed proximally during another procedure to treat the lesion located in the mid cx. During retraction of the sds resistance was felt with the anatomy which resulted in flared stent struts. Another stent delivery system was able to cross without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.